Event description:
Customer stated, "laying in bed with the pad underneath her. She hit the switch felt a shock and opened her eyes and saw smoke. Put a burn mark on her leg and her pants. The product was returned for investigation. The customer did not seek out medical attention. The product was approx. 13 years and 1 months old when the incident occurred. An investigation was done to look into the customers complaint. The investigator determined that normal wear and tear led to a cut at the strain relief. The pad appeared to be in appropriate condition considering its age. The customer admitted to misusing the pad by laying on the product. IFU states, "do not sit on, lie on, or crush pad. Avoid sharp folds". The customer was further misusing the product by using the product while sleeping. The IFU states, "do not use while sleeping".